Event description:
It was reported that when an asymptomatic patient presented to the clinic it was observed that the device inappropriately detected svt for vt rhythm. Reprogramming changes were made. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.